Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-08673, related manufacturer report number 1627487-2019-08675. It was reported that patient had ineffective stimulation and high impedance issue was observed on both of the leads. Patient denies any traumas and was not receiving any pain coverage. Device and leads were explanted, and a new device and leads were implanted as a result to resolve the issue. There were no complications during the procedure and effective therapy was restored post procedure. Patient was stable.